Manufacturer narrative:
Pt. Info.: unknown/ asked but not available. Lot number: unknown, information not provided. Expiration date: unknown, as lot number was not provided. Unique identifier (UDI) number: the UDI number is unknown, as the lot number was not provided. If implanted, give date: n/a (not applicable). The cartridge is not an implantable device. If explanted, give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Device manufacture date: unknown as lot number was not provided. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the cartridge was received with viscoelastic residue inside of the cartridge. The cartridge tip could be observed to be split open. No further issues could be identified with the cartridge. Manufacturing record review: the manufacturing records for the product were not reviewed. Since lot number was not available, neither a manufacturing record evaluation nor complaint historical review for the production order were possible. Conclusion: the reported complaint issue of "cartridge crack" could not be confirmed. However, the observed issue of "cartridge tip cracked/damaged" is similar to the reported complaint issue of "cartridge crack" and could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Attempts were made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was no complaint with the intraocular lens, however, the lens got pushed through the bottom of the cartridge when inserting the lens into the eye. There was patient contact. No other information was provided.